Event description:
It was reported "after 7-8 hrs post insertion, the machine persistently show helium gas leak. Iabp catheter changed but still some message appeared. The machine changed and the message disappeared". The second iab catheter was inserted into the same insertion site. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "after 7-8 hrs post insertion, the machine persistently show helium gas leak. Iabp catheter changed but still some message appeared. The machine changed and the message disappeared". The second iab catheter was inserted into the same insertion site. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). The lot number for the returned sample is 18f24g0055. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that does not match the serial number of the returned sample. The sample was returned in the original packaging box and was in a yellow plastic bag. Returned with the sample were supplied kit components including 40cc inflation driveline tubing, short arterial pressure tubing and long arterial pressure tubing. No damage or abnormalities were noted to the returned components. Upon return, the one-way valve was tethered to the short driveline tubing. The stylet was fully inserted within the iabc central lumen. The iabc bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. The sheath was not returned with the sample. The bladder thickness was measured at six points with measurements ranging from 0.0061in-0.0064in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The stylet was removed from the iabc central lumen without any difficulty. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Some blood exited. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "helium gas leak" is not confirmed. The returned iabc was functionally tested with no leak or abnormalities noted. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "after 7-8 hrs post insertion, the machine persistently show helium gas leak. Iabp catheter changed but still some message appeared. The machine changed and the message disappeared". The second iab catheter was inserted into the same insertion site. The patient's current condition is reported as "fine".